Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, on stapling the first two reloads on the antrum, as the surgeon were positioning the reload, it was advised that the previous load did not fire all the way. The user began the firing of the next load when it stopped showing the excessive force symbol. It had fired approximately half way. There were no visible obstructions present. It was suggested waiting for at least a minute to allow the tissue to compress. The doctor waited for approximately 20 seconds and then attempted to fire once again but could not. The physician opened the jaw and removed the stapler. The professional requested a manual handle and a purple reload with seam guard. It was suggested a black reload fired in an unarticulated fashion but they continued to fire with the purple. There was continual cracking of the handle as the stapler struggled to fire across the various layers. A second reload was then fired in the same way. Some of the seam guard was trimmed away and another reload was fired eventually getting past area of concern. It was noted at the end of the case there was some narrowing of the gastric remnant with no tissue loss as a result of the problem encountered. The case was completed using the manual handle and the sales representative fired a reinforced reload at the end of the case away form the sterile field with the above mentioned equipment and it performed without incident. There was no patient injury.